Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer fired a stapler 45 instrument with a blue reload and staples fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the fragment was retrieved during the same procedure. The fragment was retrieved with a laparoscopic forceps. There was no additional surgical procedure required to remove the fragment. The surgeon believes that there was something wrong with the reloads. The issue occurred at the second firing while stapling the colon. There was no injury to the patient. The customer did not perform post-operative tests to check for a remaining fragment. There was no collision with any other instrument or hard material. Upon final removal, the wrist was straightened, and no resistance felt. The cannula and instrument was inspected after the procedure, and no damage was noted. Isi followed up with the initial reporter and the following additional information was obtained: the fragment fall into patient was referring to a staple. They remove it with a laparoscopic forceps. Regarding the report of "stapling and cutting issue" with the stapler 45 instrument: per additional information communicated by the isi clinical sales representative (csr), it was clarified that the surgeon stated that the stapler fired staples but the knife did not cut the tissue when using a blue reload. They had to remove the stapler and used the scissors for cutting. Further information provided by the hospital contact indicated that the surgeon successfully completed the staple line using a new reload. It was confirmed there was no leakage. There was no report of patient harm, injury or adverse outcome due to the issue and the patient was doing fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument blue reload instrument involved with this complaint and completed the device evaluation. Failure analysis investigation (fa) confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was also found to have a firing failure. Log review showed that this reload was fired partially. Fa found an additional issue that was not reported by the customer. The knife of the reload was found with an indentation to the blade edge.